Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 08/28/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2014 and the last bolus delivery was recorded on (B)(6) 2014. The black box data revealed the pump had been manually suspended on (B)(6) 2014 at 07:31 and deliveries were never resumed. The total daily dose adds up to correctly reflect the user¿s programmed basal rate; the reporter¿s claim of the basal history not matching the active basal program in the pump was not confirmed nor duplicated on testing. There were no alarms recorded in the alarm history. The pump was exercised for 29 hours and was found to be operating within required specifications and delivering insulin accurately. Investigation did not reveal any performance issues with the pump and the pump was determined to be operating without malfunction.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging hyperglycemia with blood glucose measurement of 33 mmol/l with small ketones while on insulin pump therapy. The reporter alleged a history/settings issue of inaccurate delivery; the basal history did not match the active basal program in the pump. This complaint is being reported because the patient reportedly experienced hyperglycemia while on insulin pump therapy as a result of an alleged inaccurate delivery issue.